Event description:
As initially reported to customer relations: a male patient of undisclosed age underwent an eus and pancreatic cyst procedure in which the echotip ultra endoscopic ultrasound needle, g31519, was used. Staff states that everything worked fine when pulling needle out of packaging and advancing down the scope, did not have issue pulling stylet out of needle to attach the syringe with negative pressure. After obtaining pass staff pulled needle out of the scope, when trying to pass the stylet through to puss out fluid stylet after advancing maybe 3-4 cm they said stylet would not advance anymore. Said they pulled stylet out and was able to push air through and tried to push stylet again and still couldn't get it through needle. Opened up another needle to complete procedure. Patient/event info - notes: 4.1 for all complaints, ask: are images of the device or procedure available? No if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No kink or bend was observed in the needle were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No other defects were observed by staff ¿ please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no ¿ if no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no was the device used in a tortuous position? No was puncture of the target site difficult? Staff says no please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. Not informed if not with the device in question, how was the procedure performed and/or finished? Opened up another needle to complete procedure. Was the device damaged in packaging prior to removal? Staff states that everything worked fine when pulling needle out of packaging and advancing down the scope was the device damaged on removal from packaging? Staff states that everything worked fine when pulling needle out of packaging and advancing down the scope was force required to remove the device? N/a, yes, no did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? No was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus gf-uct180 was resistance felt while inserting the device through the scope? Staff reports no was the scope recently serviced / repaired? Not informed when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Issue was report after specimen was retrieved when trying to extract the specimen from the needle was the syringe used during the procedure, after the stylet was removed? No was difficulty experienced while retracting the needle? N/a, yes, no was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes was the endoscope in a flexed or twisted position at any time during the procedure? Not informed was the stylet partially removed when advancing the needle into the target site? Yes how many samples were obtained (passes completed) with this needle? (B)(4). Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Not informed. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2099771 of echo-25 was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 22 february 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned not fully inserted in device. Distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet removed from device without issue. Attempted to re-insert stylet but would not pass kink below sheath extender. Needle removed from device and kink below sheath extender observed. Another kink just below the needle hub also observed. Manufacturing records: prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2099771 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure resulting in the proximal kink which in turn may have led to the stylet insertion issues as per complaint description. Another possible root cause could be attributed to excessive pressure potentially causing the needle kink below sheath extender. All these factors could have potentially cascaded the effect on the needle kinking below the needle hub observed during lab evaluation. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27-aug-2024.